Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbj496 8732h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot number pbg496 is coming up as invalid. Please clarify/confirm the lot number involved.

Event description:
It was reported that the patient underwent a CABG on an unknown date and suture was used. The suture broke half way through the anastomosis. Another device was used to complete the procedure with a different lot number. There were no patient consequences reported.